Event description:
Patient enrolled into the trial. Major hemorrhagic stroke (left sided cva) reported. The patient is not yet recovered. Per the physician, it was neither device related, nor procedure related, but event occurred prior to discharge. Please reference mdrs 2183870-2009-00136 for the spider fx used in this procedure.